Event description:
The customer reported that following a diagnostic catheterization procedure 7/8/99, a vasoseal vhd kit size 4 was deployed. Post procedure, the pt complained of groin pain. An assessment of the groin revealed a protrusion of the vasoseal sheath which had separated from its hub. The sheath and collagen were removed surgically and no further complications were reported.